Event description:
A three-level interbody fusion procedure (l2-l5) was performed. Implantation at l2-l3 and l3-l4 was performed with no complications. During insertion of the device at l4-l5, the distal tip of the implant driver broke off. The device was removed and replaced with a larger diameter implant. Upon removal of the paddle tube, the implant was pulled out of the disc space because the paddles had reportedly been bent inward slightly. Another implant of the same diameter was then inserted, using a different paddle tube. The procedure was completed with no additional complications. This incident resulted in a total delay in surgery estimated at approximately 3-4 hours.